Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and an infection at the needle puncture site. On (B)(6) 2025, the infection spread and there was a line from the insertion site (near the elbow) to the armpit area, and the swelling area was the size of an egg which prompted the patient's wife to drive him to an urgent care facility. The attending physician diagnosed the patient with cellulitis (unspecified diagnostic method) and prescribed an oral antibiotic medication (cefalexin 500 mg, unspecified course) and advised to apply an icepack to the area for 10 days. At the time of the report no photo was provided, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.